Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Bg was addressed via a correction bolus.